Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of dull lances and partially incomplete wound closure or leaky tunnel; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the patient underwent a cataract surgery in the left eye using six ophthalmic surgical lances, three from same lot and three from different lots were found to be dull. During surgery the patient experienced partially incomplete wound closure or leaky tunnel. The surgery was completed on the same day through an irregular or uncontrolled incision with an ophthalmic surgical lance and no further intervention was required. The current condition of the patient was resolved. This report pertains to the one ophthalmic surgical lance involved in this reported event.